Manufacturer narrative:
Internal file number - (B)(4). (B)(4). Subsequent to the initial report, additional information was received. It was reported that there was no restenosis or thrombosis in the xience xpedition stent; therefore, the 3.0 x 23 mm xience xpedition stent did not contribute to the unstable angina and the myocardial infarction. There was no reported device malfunction. No further investigation required.

Event description:
Subsequent to the initial report, additional information was received. It was reported that there was no restenosis or thrombosis in the xience xpedition stent; therefore, the 3.0 x 23 mm xience xpedition stent did not contribute to the unstable angina and the myocardial infarction.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a moderately tortuous mid left anterior descending artery that was 80% stenosed. On (B)(6) 2015, the patient was hospitalized and angiography revealed a single vascular lesion. A 3.0 x 23 mm xience xpedition stent was implanted in the lesion, and the patient was stable and discharged on (B)(6) 2015. It was noted that the patient was re-hospitalized on (B)(6) 2017 for intermittent angina. The diagnosis was unstable angina and myocardial infarction. The following medication was administered to the patient: aspirin, polivid antiplatelet medication, lipitor and betaloc which lowered the heart rate and the cardiac metabolism was improved. Additionally, stable plaques were established. The patient was then discharged on (B)(6) 2017. According to the physician, there may be a relationship between the event and the device. No additional information was provided.